Event description:
Consumer reports getting higher than expected readings on bd logic analysis run on clark error grid using competitive readings (68, 108) vs. Bd readings (181,263) yielded data points in the "e/c" range of the grid - outside acceptable range.